Event description:
(B)(4). Chronic, everyday pelvic pain; heavy, longer than normal periods; headaches; severe low back pain; severe mood swings; nausea; chronic fatigue; pain that radiates down leg on right side; burning and pulsating sensations in lower abdominal area/pelvic region; breast tenderness; lower abdominal area tenderness; inability to lay on stomach; severe bloating; loss of appetite; random sharp stabbing pains; depression/anxiety.

Event description:
#Medwatcher #followup1 #fdamw5041148 #(B)(4). Forgot to mention the brain fog, body aches, and pain when having sex. I feel like I don't even know who I am anymore. I have no energy to do anything. This isn't me. This is destroying my life...